Event description:
The health care professional (hcp) was trying to conduct an electrode impedance test and kept getting charge density warnings whenever he went to try to select electrode impedance. This problem was only seen on the left side, not on the right side. The implantable neurostimulator was set at 3.4v, 210us, 185hz and the impedances were being tested at 1.5v, 210us. The hcp lowered the programmed therapy amplitude to 2.6v and then no longer received the charge density warning. The impedances were measured and were 1685 ohms on the left side and 980 ohms on the right side. The hcp noted that when he reduced the amplitude to 2.6v, the pt's tremor returned some and she experienced some shocking and dystonic posturing. The amplitude was increased and these symptoms went away. X-rays were taken and there were no connection issues. The impedances were measured again and were normal. The pt was getting good therapy. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).